Event description:
The customer reported 17 false positive and 2 false negative results with the ID now covid-19 test for multiple patients performed on multiple dates. This MFR. Report addresses event four (4) and is of four (4) of nineteen (19). The customer reported a false positive result with the ID now covid-19 test performed on (B)(6) 2022. Confirmation testing was performed and generated a negative result. (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This product is equivalent to 192-000 in USA the investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This product is equivalent to 192-000 in USA. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m215373 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m215373, test base part number 190-430 / lot m215373. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215373 showed that the complaint rate is 0.0572%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : device discarded, single use device

Event description:
The customer reported 17 false positive and 2 false negative results with the ID now covid-19 test for multiple patients performed on multiple dates. This MFR. Report addresses event four (4) and is of four (4) of nineteen (19). The customer reported a false positive result with the ID now covid-19 test performed on 07nov2022. Confirmation testing was performed and generated a negative result. (CT values not provided) although requested, no additional patient information, including treatment and outcome, was provided.